Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer reported that the blood glucose value from reported event was 150 mg/dl and sensor glucose value from reported event was 252 mg/dl. It was reported that the customer declined troubleshooting for low blood glucose. It was reported that during the night insulin pump was suspended and said it was 150 mg/dl checked at 49 mg/dl. The insulin pump will be returned for analysis.